Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was on site (B)(4) 2011. The field service engineer (fse) replaced the ultrasonic transducer. He also adjusted the ultrasonic voltages, replaced the wash tower nozzle and peripump tubing on cassette 1 due to a visible kink in the tubing. The fse then performed a high sensitivity system check which resulted within instrument specifications. Quality control results were within established ranges after service. Although the fse did make several repairs to the instrument, a definitive root cause could not be determined for this event.

Event description:
The customer reported that on (B)(6) 2011 they obtained an erroneously elevated total thyroxine (tt4) result above the normal reference range for 1 patient run on the access 2 immunoassay system. Repeat testing of the patient sample produced a lower result within the normal reference range. The erroneous results were not released from the laboratory and there were no reports of patient injury requiring medical intervention or changes to patient treatment attributed or connected to this event.